Manufacturer narrative:
Jaws have been visually evaluated. They are manufactured by metal injection molding. It is believed that the metal may have had a defect such as porosity. The sample is being sent to a metallurgical lab for evaluation. There has been one other related failure since the product has been in distribution and this is the second incident of this type. The product has been in distribution over 21 months.

Event description:
During a laparoscopic procedure, the jaw from a flexible grasper broke. The surgeon was able to retrieve the broken jaw from the abdominal space. No injury or impact to the pt was reported.